Event description:
It was reported that the device would not operate on battery power. There was no report of patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure to operate on battery source. Physio replaced the power, interface and system/memory pcb assemblies to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assemblies at the failure analysis center and determined the most probable cause of failure to be a shorted capacitor, c13, from the interface pcb assembly. The capacitor failure burned the system/memory pcb between the fl207 and fl120 filters. Additionally, the power pcb f2 and f4 fuses were found open.